Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial sodium result 114, repeat 128 mmol per l. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial sodium result 116, repeat 138 mmol per l; initial potassium result 3.4, repeat 4.2 mmol per l. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial sodium result 113, repeat 140 mmol per l; initial potassium result 3.2, repeat 3.9 mmol per l. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B)(6) 2009, initial sodium result 98, repeat 140 mmol per l; initial potassium result 2.7, repeat 4.0 mmol per l. Info provided on pt 2 indicates "intake on dep medium care". Info provided is not clear to determine if this admission was a result of the sodium results. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial creatine result 484, repeat 236 umol per l. Info provided on pt 3 as follows: "intake on dep. Medium care". Info provided is not clear to determine if this admission was a result of the creatinine results. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial creatinine result 36, repeat 112 umol per l; initial sodium 120, repeat 140 mmol per l; initial potassium result 3.7, repeat 4.4 mmol per l; initial phosphorus result 0.41, repeat 0.67 mmol per l; initial complement c3 result 0.3, repeat 0.84 g per l; initial complement c4 0.06, repeat 0.13 g per l. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial glucose result 2.4, repeated twice gave 5.2 mmol per l (second repeat performed on blood gas analyzer). No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Tested (B) (6) 2009, initial glucose result 2.3, repeated twice gave 7.0 and 7.1 mmol per l (second repeat performed on blood gas analyzer). No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.

Event description:
Customer experienced discrepant pt results involving multiple assays for approximately two months. Customer provided results for thirteen pts, results for nine of those pts were found to be discrepant. Initial creatinine result 221, repeat 56 umol per l. Info provided indicates "pt to hosp at family doctor". Info provided is not clear to determine if this pt was sent to the hosp based on the initial creatinine result. No other pt info was provided. The problem was solved by cleaning r1 pipettor internally and the water quality was questioned by the service engineer. After maintenance, the system is working according to specification.